Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same case as 2134265-2014-06413 and 2134265-2014-06342. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to view an unspecified target vessel. During percutaneous coronary intervention (pci) procedure, the physician tried to perform automatic pullback however; pullback failed during first attempt. Reconnection was performed for several times but the issue was not resolved. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s condition is good.